Event description:
It was reported to boston scientific corporation on august 07, 2007, that an interject injection therapy needle catheter was used in a large intestine polypectomy procedure (patient age, gender, and weight unknown) the day before. According to the complainant, after the procedure was completed, the needle was locked within the sheath, withdrawn from the endoscope, and placed on a cart with other devices (products and manufacturers unknown). It was reported that the nurse punctured herself with the interject device, even though the needle was contained within the sheath. The patient whom the device was used on had a negative hc/hb and tested negative for hiv. The nurse had a blood test; however, the results had not been received as of the following 10 days. Reportedly, the "people at the facility feel that the nurse would not likely (be) infected in this case."

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. A review of the device history record and the product family complaint trend report is in progress; results will be provided in a follow-up medwatch.